Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was received. A visual inspection found no physical damage. A review of the event history log found record of a no disposable alarm. During the functional testing, the reported issue could not be confirmed. The cause of the issue was likely to be the defective downstream or upstream sensor, or cassette product. Preventatively, the downstream occlusion sensor was replaced, and the upstream sensor was recalibrated.

Event description:
It was reported that the display indicates that the cassette is not installed even if it is installed. There was no patient involvement and no patient harm/adverse event reported.